Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used enlite sensors and found 1 of 3 sensors with cannula broken. Broken part missing see picture for details. Two remaining sensors performed the initialization test using a new lab transmitter with a paradigm pump. Connected the sensors to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensors. Both sensors functioned properly.

Event description:
The customer reported via phone call indicating that the sensor has been getting lost sensor alarms. Customer's blood glucose at time of incidents was unknown. The customer was advised that we are sending replacement sensors and return the used for analysis.